Manufacturer narrative:
The scope will not be returned to the service center for evaluation. As part of the investigation, the local sales representative informed the customer that reprocessing the scope without the venting cap does not allow it to vent and the pressure being built up may damage the scope. The local sales representative recommended that an endoscopy support specialist (ess) visit the customer¿s site to provide an in-service. On october 12, 2020 and october 14, 2020 the ess emailed the facility¿s or and central service staff to schedule an in-service. On (B)(6) 2020 the customer responded and declined the ess visit. The customer also reported that the reprocessing deviation had been addressed and corrected with the staff. The scope is now reprocessed with the venting cap.

Event description:
The service center was informed that the scope was incorrectly or improperly reprocessed. The scope was reprocessed without the venting cap attached. There was no patient infection, patient involvement or device positive culture reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The user facility confirmed the incorrectly reprocessed scope was not used on a patient. The device¿s reprocessing manual cautions the user on sterilizing scopes without attaching the venting caps as follows: ¿attach the sterilization cap to the venting connector on the light guide connector prior to ethylene oxide gas sterilization. If the sterilization cap is not attached to the venting connector during the ethylene oxide gas sterilization, the air inside the endoscope will expand and could rupture the bending section cover and/or damage the angulation mechanism.¿ the legal manufacturer¿s investigation concluded the issue was due to the user deviating from the reprocessing manual.